Event description:
During routine preventative maintenance testing by stryker, the device exhibited a faulty main keypad. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker observed the reported issue during the routine preventative maintenance testing. Stryker replaced the device's main keypad assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.